Event description:
Consumer complaint of about high blood results. Customer's daughter states that her father feels well and requires no medical attention. Customer's expected blood results are 100-200mg/dl fasting. Verified the strip expired 11/20/2017. Customer confirms the strips are stored properly and were first opened 2 weeks ago. Customer performed back to back blood test, 274mg/dl and 274mg/dl fasting. Reviewed meter memory: 326mg/dl (B)(6) 2015 12:15:00 pm fasting yes; 248mg/dl (B)(6) 2015 02:40:00 am fasting yes; 257mg/dl (B)(6) 2015 07:30:00 am fasting yes; 288mg/dl (B)(6) 2015 11:00:00pm fasting yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found. Product codes updated (68 code no longer available).

Event description:
Local pharmacy: consumer complaint of about high blood results. Customer's daughter states that her father feels well and requires no medical attention. Customer's expected blood results are 100-200mg/dl fasting. Verified the strips expire 11/20/2017. Customer confirms the strips are stored properly and were first opened 2 weeks ago. Customer performed back to back blood test, 274mg/dl and 274mg/dl fasting. Reviewed meter memory: 326mg/dl, (B)(6) 2015 12:15:00 pm fasting: yes. 248mg/dl, (B)(6) 2015 02:40:00 am fasting: yes. 257mg/dl, (B)(6) 2015 07:30:00 am fasting: yes. 288mg/dl, (B)(6) 2015 11:00:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product under eval.